Event description:
It was reported that during a surgical procedure at the user facility that the handle came off of the access cannula. The procedure was not completed successfully due to the fact that the cannula broke off inside the patient after several attempts to remove it. There was not a clinically significant delay, however, there was an adverse consequence in that a portion of the cannula was cemented into the vertebral body. It was reported that the patient is doing well and not in pain.

Event description:
It was reported that during a surgical procedure at the user facility that the handle came off of the access cannula. The procedure was not completed successfully due to the fact that the cannula broke off inside the patient after several attempts to remove it. There was not a clinically significant delay, however, there was an adverse consequence in that a portion of the cannula was cemented into the vertebral body. It was reported that the patient is doing well and not in pain.

Event description:
It was reported that during a surgical procedure at the user facility that the handle came off of the access cannula. The procedure was not completed successfully due to the fact that the cannula broke off inside the patient after several attempts to remove it. There was not a clinically significant delay, however, there was an adverse consequence in that a portion of the cannula was cemented into the vertebral body. It was reported that the patient is doing well and not in pain.